Event description:
The user alleged that while using the system there was an inaccuracy issue. The user reported that when performing a case they received "off the charts" registration values exceeding 15mm two times. They were unable to reach the lesion and the case could not be completed with the pt under general anesthesia. It was discovered that the site had changed the room configuration. There was no harm or injury to the pt.

Manufacturer narrative:
It was discovered that the site had changed the room configuration (position of the bed, c-arm, anesthesia cart) without informing superdimension of this change as the current labeling requires. Labeling states the following: "significant changes to the configuration of the bronchoscopy suite, including introduction of new metallic equipment or movement of existing metallic equipment can affect the accuracy of the system. Contact superdimension customer service to schedule a recalibration of the instrument prior to making bronchoscopy suite reconfigurations." The site was informed that they should not do any further procedures without superdimension checking the new room configuration for accuracy.